Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the right eye of one of the surgeon consoles went black, while on the other one both eyes are perfect. Both eyes are needed in both consoles for the case. Technical support engineer (tse) reviewed the logs and did not find any error related to the issue. There was an error 119 unrelated to reported issue. Tse asked caller to perform a power cycle, including surgeon side console (ssc) breaker and reseat of its blue fiber cable (bfc), but the surgeon decided to start the case with only one console. They would like to perform the troubleshooting steps after surgery. The procedure was completed with one ssc with no reported injury. Or nurse called back after surgery to perform a hard power cycle of the ssc 2 and reseat its bfc without any success. Site restarted system a last time with positive impact.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The high-resolution stereo viewer (hrsv) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the hrsv involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. Root cause of this failure is attributed to component failure.